Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that person with diabetes were reported that she changed her cassette and infusion site but received 3-line blocked alarms. There was patient involvement/no injury reported. This event could cause blockage in the infusion site during use.